Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16841.

Manufacturer narrative:
The customer reported that the user interface assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator was powering on and off intermittently. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) replaced the power management (pm) pcba per active field change order (fco), but the device still continues to power on and off by itself. The fse then replaced the front bezel per another fco as instructed by authorized service personnel management, but the issue persisted. The fse stated that they would try to attempt reloading the 3.0 software to address the powering on and off. It was advised to swap user interface (ui) assembly to see if it resolves the issue. It was reported that if the ui assembly did not resolve the issue, try replacing the cpu. Investigation ongoing / resolution pending.